Event description:
After transfemoral deployment of a sapien xt valve, echo showed a pericardial effusion. The heparin was reversed with protamine and a pericardial drain was placed to manually remove the blood. The bleeding decreased, then there was an increase in the amount of blood being removed from the drain with a marked decrease in cardiac output and on echo the right atrium was "flat", heart rate increased, and blood pressure decreased. The patient was stabilized with epinephrine drip and manual removal of blood from the pericardial drain. An aortogram still showed contrast in the pericardial space with some increase in the amount of contrast. At this time an attempt was made to place an amplatzer plug in the ruptured area but the wire could not be advanced between the implanted valve and the native annulus. Manual drainage of the pericardial effusion and hemodynamic support continued. The amount of blood being removed from the drainage catheter was decreased and the patient regained hemodynamic stability without any pharmacologic support. The bleeding subsided and the patient was deemed stable enough to transfer to the ICU. The patient received 6 units of prbcs; 6 units of ffp, 5 units of platelets; 1 liter of cell saver; 2 doses of 40 micrograms/kilo of factor vii. The annular rupture was attributed to annular calcium. Four days post tavr, CT angiogram did not show evidence of an aortic annular pseudoaneurysm, no impingement of the lmca and no effusion. Two days later, the patient was discharged in good condition to a skilled nurse facility.

Manufacturer narrative:
Screening CT and echo were submitted to edwards lifesciences for review; the procedural cine and echo were not provided. The images were reviewed by an edwards lifesciences physician proctor. Observations/impressions: observation: agree with assessment of level of annular ca+ (moderate annular, moderate leaflet). Ca+ also noted in lvot below the lm. Annular area measured 409mm2 by CT by "ew physician proctor" at the time of the review. Impression: based on the CT, the 23mm valve was the correct choice. Annular rupture appears to be due to lvot calcification. Per the instructions for use (IFU) cardiovascular injury, such as perforation or damage (dissection) of vessels, ventricle, myocardium or valvular structures, is a known potential complication associated with the tavr procedure. According to the thv training manuals, risk factors for acute aortic rupture/dissection in the tavr procedure include significant valve over sizing (i.e. =4mm) in the presence of severely calcified aortic root and obliterated sinuses. The sapien valve relies on native valve calcium to securely anchor to the annulus. Despite this beneficial aspect of calcium, bulky calcium can increase the risk of calcific nodule displacement into the vasculature, which can lead to vascular injury. At times the extent and distribution of calcium can impair ease of delivery of the valve, correct positioning of the valve, deployment of the valve and procedural success. In this case, patient factors [calcification in the lvot] likely contributed to the annular rupture. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required.